Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side exchange from textured to smooth implants due to the patient's concern with the product and rupture. Device remains implanted.

Event description:
The device has been explanted.

Event description:
Healthcare professional reported a left side exchange from textured to smooth implants due to the patient's concern with the product and rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified that apparently it is broken the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to (B)(4): covid-19 quality plan - complaint handling. Additional, changed, and/or corrected data: h.6.